Event description:
The pacer box died (went black and stopped pacing the patient). The battery was changed and the pacer box did it again (B) (6). The patient was asystolic for <30 seconds and was revived with a new pacer box and new battery. The patient experienced dizziness related to the event and there was no sequelae afterwards. The pacemaker was checked out by clinical engineering and placed back into service.